Manufacturer narrative:
The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an abscess after using seprafilm. A caesarean section with a transverse incision of the sub uterine node was performed. A intrauterine drain for lochia discharge was placed after closing the incision. Two sheets of seprafilm (r size 1/2 x 2 sheets) were placed on the surface of the uterine wound and two were placed on the anterior surface of the uterine corpus. On the 1st day after surgery, an intrauterine drain removal was performed and on the 4th day the patient experienced a fever (in the 39°c range), abdominal pain and an increase in inflammatory findings. The patient was treated with unspecified antibiotics. On the 10th day after surgery, the patient was diagnosed with uterine intraserous abscess and an abscess puncture and fluid aspiration removal was performed. Eighteen days after surgery, the patient's condition improved and they were discharged.